Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. Customer was admitted to the hospital on (B)(6) 2016. Customer was hospitalized until friday the (B)(6). Customer was not wearing the pump that last day was due to be change and patient was not going to be bothered with the pump.